Event description:
It was reported that during routine follow-up, x-ray showed insulation break. High capture threshold was observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.